Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device came in for preventive maintenance and was found to have the tidal volume rebound problem from end stop. The device was received in 24-may-2022, trend discovered on (B)(6) 2022. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Tidal vol rebound problem was found. Updated service kit and performed preventive maintenance. The cause of the reported problem was traced to the manufacturing process (assembly error). No previous service history was found. The manufacturing DHR (device history review) is not relevant to the investigation due to the age of the device.